Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The depth limiter is damaged at its distal end. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was manually advanced during deployment of t1 resulting in the pre-deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, have not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Pushing the deployment slider twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair, device had a t2 pre-deployment. T1 was already anchored secured but it was removed form the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.